Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During the procedure, once the sheath's tip was in the left atrium, it was inserted the catheter into sheath lumen. It was started to suck from the sheath to eliminate air bubble in the sheath. But the sheath continually generated air bubble probably due to a bad seal between the sheath and the catheter. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.